Manufacturer narrative:
Type 2 diabetic pt. Using vgo 40 for 3 months reported to valeritas customer care hospitalization she experienced low blood glucose and was hospitalized. Patient does not remember a1c level. Patient does not remember, taking 5 clicks with breakfast and 6 with lunch and dinner with 1 click = 2 units. On (B)(6) 2017 pt. Ate breakfast and took 5 clicks from vgo, went to the dentist who fixed her partial plate and after leaving the dentist lost her way, semiconscious, driving, drove into a parked car. Paramedics were called and checked her bg at 30 mg/dl started IV glucose. Paramedics rechecked her bg in the 200s mg/dl. When pt. Arrived at the hospital her bg was down to 70mg/dl and the vgo was removed. Patient was hospitalized for 5 days from (B)(6) 2017, patient reported she did not have significant injuries; bit her tongue, nose hit something, has "memory loss" and she is a heart patient. And her heart "got messed up". Patient is a heart patient; beta blockers can lower the threshold for symptoms of hypoglycemia. The vgo is not available for a technical review.

Event description:
Type 2 diabetic pt. Using vgo 40 for 3 months reported to valeritas customer care hospitalization she experienced low blood glucose and was hospitalized. Pre-vgo bg 200s. Post vgo bg 200s mg/dl, a1c unknown by pt., taking 26 units of levemir, 6 units of humalog plus sliding scale with meals. Patient does not remember a1c level. Patient does not remember, taking 5 clicks with breakfast and 6 with lunch and dinner with 1 click = 2 units. On (B)(6) 2017 pt. Ate breakfast and took 5 clicks from vgo, went to the dentist who fixed her partial plate and after leaving the dentist lost her way, semiconscious, driving, drove into a parked car. Paramedics were called and checked her bg at 30 mg/dl started IV glucose. Paramedics rechecked her bg in the 200s mg/dl. When pt. Arrived at the hospital her bg was down to 70mg/dl and the vgo was removed. Patient was hospitalized for 5 days from (B)(6) 2017, patient reported she did not have significant injuries; bit her tongue, nose hit something, has "memory loss" and she is a heart patient. And her heart "got messed up". Patient is a heart patient; beta blockers can lower the threshold for symptoms of hypoglycemia. The vgo is not available for a technical review.

Manufacturer narrative:
Initial reporter corrected. Health professional - no checked. Non healthcare professional. Follow up #1. Correction checked.